Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had become disconnected and peritoneal fluid had leaked onto the patient. Upon checking the transfer set, it appeared that the catheter adaptor that covers one end of the transfer set, and which connects the transfer set to the patient catheter via a titanium adapter, was disconnected from the remaining of the tubing. In addition, it was noted that he catheter adaptor and the upper part of the transfer line/tubing had changed color, from yellowish to dark purple-black. The transfer set had been in place for approximately seven (7) months. The patient was treated with prophylactic antibiotics due to potential contamination from the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample and four photos of the device were received for evaluation. A visual inspection was performed with the naked eye with no issues noted. Functional testing, including leak testing, clamp function testing, and clear passage testing, was performed with no issues noted. Integrity testing (connection between patient adaptor and in-lab titanium) was performed with no issues. It was observed in the provided photos the patient adaptor was separated from the tubing; however the tubing/bushing to the patient adaptor is a friction fit and improper method of connection to the prepared titanium adaptor may lead to a disconnection per directions for use sheet. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.